Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sleeve detachment of device.

Event description:
It was reported that during the percutaneous nephrolithotomy (pcnl) procedure. It was noted that the guide wire's tail flex-end was detached from the remaining portion. The remaining part of the guidewire was removed successfully, and the procedure was completed with another of the same guidewire. There was no patient complication reported.

Event description:
It was reported that during the percutaneous nephrolithotomy (pcnl) procedure. It was noted that the guide wire's tail flex-end was detached from the remaining portion. The remaining part of the guidewire was removed successfully, and the procedure was completed with another of the same guidewire. There was no patient complication reported.

Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of sleeve detachment of device. The device was not returned for investigation; however, media analysis showed the sleeve completely detached or separated from the device. With all the available information, boston scientific concludes that the reported event was confirmed. This could be related to handling and manipulation of the device during procedure or preparation if applicable, it is probable that an excess of force applied to the device such as operational factors during their use could lead to detach/separate the sleeve. Therefore, it will be assigned to the as analyze cause code of adverse event related to procedure.